Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was 200mg/dl. System check was performed and insulin was observed exiting the infusion set tubing. The customer reported that cracks were observed on the cartridge and a bent infusion set site. The customer was to change their cartridge and infusion set to resolve the occlusion alarm.